Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was unable to perform 3d image acquisitions. It was reported that an error message indicating an early termination of the image acquisition had occurred after one to two image acquisitions. Both the hand-switch and foot-switch would result in the failed image acquisition. Restarting the imaging system restored functionality. The reported issue could not be repeated after two additional restarts. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: the software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.